Event description:
Rptr has identified an infusion pump with a potential for programming errors that may result in narcotic overdosing of pts receiving pt controlled analgesic infusions. The device defaults to a narcotic drug concentration that has an increased likelihood of resulting in sedation and respiratory depression. Rptr has been in touch with the MFR. The standard concentrations on the pump are 1 mg/ml, 5 mg/ml and 0.5 mg/ml of morphine. When the pump is turned on, nurses see morphine, and press "yes" for the first concentration which comes up which is 1 mg/ml. The reporter stated that the safest possible outcome would be to have the highest concentration come up on the pump first so that there would not be the possibility of pts being overdosed.